Event description:
It was reported by a patient's family member that the patient had a kyphoplasty done in which there was a cement leak resulting in a cord compression which required decompression. The cement was unable to be removed.

Manufacturer narrative:
Device not returned, follow up conversation with company representative and reporting physician. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.